Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other device referenced is filed under a separate medwatch report.

Event description:
This is filed to report the difficulty removing the gripper lines and the difficult removing the clip delivery system (cds) through the steerable guide catheter (sgc), which have the potential to cause or contribute to patient injury. It was reported that on (B)(6) 2016, the patient, with mixed etiology mitral regurgitation, underwent a mitraclip procedure. During the mitraclip procedure, the clip was deployed. The gripper lines were noted to be difficult to remove, as if there was a lot of tension. The lines were pulled slowly and the "m" knob was released. The device was pulled medially to align the device with the clip in an effort to relieve some of the tension. The gripper lines were removed and clip deployment was completed. The cds was retracted into the sgc and resistance was noted. Force was applied, but the cds could not be removed. Fluoroscopy noted that the cds sleeve had a small "waist", as if it were being crunched. The cds was advanced 1-2 cm back into the left atrium, then pulled back aggressively. The cds was able to be removed without patient injury. Upon removal, an indentation was seen at the end of the steerable sleeve and no damage was noted with the sgc. A second sgc was used to deploy a second planned clip, post procedure, the mixed etiology mitral regurgitation was reduced from grade 4 to grade 1. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported difficult to remove the gripper line was confirmed, as the gripper line was unable to be removed during returned device analysis. A kink in the steerable sleeve could not be confirmed. Furthermore, the reported difficult to remove clip delivery system (cds) from the steerable guide catheter (sgc) was not confirmed; however, difficulty advancing the cds into the sgc was identified. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficult to remove the gripper line and kink in the steerable sleeve could not be determined. It is possible that procedural interactions (natural curvature of patient anatomy) resulted in constrictive forces placed on the delivery catheter shaft, leading to the observed curvature in the lumen coils. Subsequently, the reported difficult to remove the gripper line was likely due to a contribution of forces from usage of the device (procedural interaction) in conjunction with the curvature observed on the lumen coils. The aggregations of forces due to patient anatomy, curves on the system and herniated coils can contribute to the reported gripper line issues; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.